Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after she wore a tampon for five hours, upon removal the string detached from the tampon leaving the tampon inside. She was unable to remove the tampon and the tampon remained inside her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s outcome, however, no further information has been received.